Event description:
It was reported that a power on reset (por) condition occurred. It was noted that the patient saw the por message she went to charge the week prior to the report.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 377845, lot# v016860, implanted: (B)(6) 2007, product type: lead. (B)(4).